Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings associated with low non-zero force. During testing, the pump was unable to complete the ez prime steps due to a replace battery alarm. The pump cover was opened and moisture was found on the force sensor and printed circuit board. The original complaint could not be fully tested due to this.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.